Event description:
The user received erroneous (B) (6) results for one patient. (B) (6) 2010, in the primary tube: 128.3 iu/l. 5/22/2010 after centrifugation and aliquot into a sample cup: 125.1 iu/l. (B) (6) 2010, in a sample cup: 109.1 iu/l. The sample was sent to two different labs with a result of 0 iu/l "not detected" on (B) (6) 2010, and a result of "not reactive" on (B) (6) 2010. No information was provided to determine if erroneous results were reported or if the patient was adversely affected. The (B) (6) reagent lot number was 155986.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt was revised to address a tight joint.

Manufacturer narrative:
The investigation could not determine a root cause as no samples could be provided for investigation. No adverse events were reported.